Manufacturer narrative:
Update made to d4: lot #: h21d27091 (previously submitted as h22h11038). Update made to d4: expiration date: 04/27/2026 (previously submitted as 08/11/2027). Update made to h4: device manufacture date: 04/27/2021 (previously submitted as 08/11/2022). Additional information was added to h3, h6 and h10: h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional leak testing, clear passage and clamp functioning testing and the set performed according to product specification with no leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.